Event description:
During a pacemaker implantation procedure, the subject atrial lead was positioned near the right auricle and pacing system analyzer (psa) measurement was performed. However, p-wave amplitude and pacing threshold could not be measured due to noise oversensing. Atrial lead impedance was measured at 480 ohms in fixed mode. The position of the atrial lead was changed several times, but the situation did not improve. As lead disconnection was suspected, a new atrial lead was implanted instead. The procedure was reportedly finished with no problem.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker implantation procedure, the subject atrial lead was positioned near the right auricle and pacing system analyzer (psa) measurement was performed. However, p-wave amplitude and pacing threshold could not be measured due to noise oversensing. Atrial lead impedance was measured at 480 ohms in fixed mode. The position of the atrial lead was changed several times, but the situation did not improve. As lead disconnection was suspected, a new atrial lead was implanted instead. The procedure was reportedly finished with no problem.